Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic repair of ventral hernia, the surgeon first used the trocar, but the white clip broke while they were trying to release the sleeve. Nothing broke inside the abdomen at the time. Then, the surgeon used a trocar from a different manufacturer to complete the surgery, but when surgeon was trying to take this trocar out the abdomen, the trocar hub came apart in five pieces, and a small while piece dropped into the abdomen. The surgeon was able to retrieve the small white piece prior to closure.